Event description:
It was reported that a homechoice pro device experienced an unspecified alarm. This event occurred during peritoneal dialysis (pd) therapy. The reporter stated that the alarm cleared by ¿moving the tube¿ of an unspecified pd disposable device. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.